Event description:
Dr (B)(6) was performing a right shoulder arthroscopy/bankhart procedure. He was using a conmed linvatec spectrum 45 degree to the left hook, reference (B)(4) when approximately 1 cm. Of the tip broke off in the patient's right capsule. Dr (B)(6) was able to retrieve the tip under fluoroscopy.